Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1870. Per reporter, batteries were replaced and pump restarted, but within 30 seconds pump alarmed once again. No adverse patient effects were reported. Per reporter no additional information is available at this time.